Manufacturer narrative:
Concomitant medical products: 5024m lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their cardiac resynchronization therapy pacemaker (crt-p) was "screwed up" by whoever checked it last. Follow up yielded no further information and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.